Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection in the lips with juvéderm volbella® xc, the patient experienced ¿hypersensitivity, and 2 big bumps on the lips¿ approximately 3 months later. The patient received treatment at an urgent care facility consisting of oral prednisone and keflex. The patient then went to a plastic surgeon and had some of the filler dissolved with hylenex. The patient then began to experience some hardening where the hylenex was injected. The symptoms are ongoing.